Manufacturer narrative:
Results: the viasys field service rep evaluated the unit and was unable to reproduce the reported event. The unit was returned to the manufacturing plant for add'l evaluation. The viasys service dept tech evaluated the unit and was also unable to reproduce the reported event. Thus, no root cause was determined. The viasys service dept tech upgraded the unit to the latest software revision and ran the unit through a complete calibration and checkout to ensure that it meets all factory specs. Upon completion the unit was placed into the demo pool ready to be placed back into demo service.

Event description:
Mode changed from volume ac to pc simv by itself while on a pt. No injury reported.